Event description:
The patient underwent a procedure for a trial scs system. It was reported the physician implanted a lead and before a second lead was able to be placed, the patient requested the procedure stop as she was experiencing pain. Postoperatively, programming was unable to provide adequate stimulation. The patient was taken back into surgery, where it was discovered the lead had migrated. The physician placed an additional lead. The patient was prescribed antibiotics for 7 days. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.